Event description:
It was reported that the patient expired. The patient went into cardiac arrest in the clinic's waiting room post routine follow-up check. A shock was administered through the device however the patient died. Review of session record showed intermittent undersensing of the ventricular signal. Atp was received but due to the undersensing "return to sinus" rhythm was detected and the episode ended without a shock. There is no known allegation from a health professional that suggests the death was related to the device. The undersensing occurred due to small amplitude events following large amplitude events.